Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 481 mg/dl. The customer reported hyperglycemia was treated with manual injection. The customer alleged that the insulin pump was under delivering the insulin. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The hp(high pressure) test was performed and the pump alerted at 3.2 unit. No further patient complications were reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. During download history review, pump error 41 was found on 08/23/2025 13:03:10.000. File=121 line=713. Pump error 43 was also found on 08/23/2025 13:03:10.000. File=121 line=589. Per software engineering log investigation, pump error 41 and pump error 43 were due to an issue with the motor voltage regulator. Isolate to electronic assembly. During testing, no relevant alarms or anomalies were noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was found on the motor force sensor flex connector. The following cosmetic damages were noted: label damage (faded), cracked case-corner of belt clip rails, battery tube threads - cracked, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of possible under delivery were not confirmed when no unexpected alarms or anomalies were noted during testing. Unable to confirm customer alleged concern of high bgs. However, pump error 41 and 43 were found in adapt due to issue with motor voltage regulator. Additionally, moisture damage was found on motor force sensor flex connector gold traces. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.